Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and (B)(4) FDA registration number has been used for the manufacture report number. Medical address information was not able to be obtained, therefore, was used as a place holder. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform complaint lot history check for bending during use due to unknown lot number.

Event description:
It was reported while using unspecified bd pen needles leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the needle occasionally bending. This is causing the medication to leak and not be injected.